Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. An engineering analysis noted the failure was consistent with excessive loading as a result of weight and/or activity level.

Event description:
A total hip arthroplasty was revised approximately five years post-operatively due to a fracture in the modular stem prosthesis.